Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that over the past year the impedance has fluctuated on electrodes 8 and 10. She also noted that electrodes 6-10 do not have loudness growth and the patient reports that these electrodes sound "funny" as a result, electrodes 6-10 have been deactivated over the past year. Electrodes 11 and 12, are also deactivated as they are known and stable his. No formal speech testing has been done in many years. Patient reports sound is better with electrodes 6-12 de-activated (only 1-5 activated); however she is having to put more effort into hearing and finds herself tired at the end of the day. Her academic performance has not suffered (as she is a high performing bilateral patient); however, patient's mom reports that the patient is beginning to have difficulty hearing in social situations. She reports that the patient often turns off her right implant and states "it sounds better with just the left". Mom reports that the patient has preferred her newer ear (left) over the right ear since receiving the left implant at age (B)(6).